Event description:
It was reported that the patient called to ask about magnetic resonance imagining (MRI) and microwaves. Patient stated that while at the store, the tv¿s got all blurry when the patient walked by with the pacemaker. The patient also stated loud music at wedding dance affected the pacemaker and the patient felt ill and was white as a ghost and had to leave. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5024m-58 lead implanted: 2000 (B)(6). (B)(4).